Event description:
The corin acetabular reamer broke into two pieces when the md was using the device during a total hip procedure. The crossbar came out of the reamer head. Md stated the two pieces were intact.